Event description:
It was reported that during implant of the lead, the helix would not extend. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): lead stretched, distal conductor distorted, inner insulation kinked buckled, outer insulation breached cut, lead damaged at implant, and blood noted on proximal conductor (not obstructed) and helix mechanism; the analyst noted that the lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted. Lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin; full lead returned and analyzed.